Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was delivering less than what it indicated. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2015 with the following findings: the pump was able to perform the prime steps with no alarms or issues. A 10u audio bolus and a 10u normal bolus were successfully completed and accurately recorded in the pump history. There were no alarms related to the complaint in the alarm history. The pump completed a 24 hour duration test with no alarms or warnings. The daily insulin delivery totals correctly reflected the user's programmed basal rates. A delivery accuracy test was successfully completed. Unrelated to the initial allegation, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.